Event description:
Related manufacturing ref: 2030404-2022-00068 and 2030404-2022-00070. During the atrial tachycardia ablation, there was a procedure delay due to pressure and bubble errors due to the pressure adaptor cable and two tubing sets. While prepping the cool point pump tubing for the tacticath se there was a repeating pressure error once the catheter was hooked up. The tubing had already been flushed on 60 ml/min and had run without issue. The catheter was then disconnected and it was attempted to flush it, but the pressure error reoccurred. The cool point pump was turned off and on and reconnected to the tubing multiple times. Once the pressure adaptor cable was replaced the pressure error went away. The pump ran at 60, but instead was giving the bubd error when attempting to run at 2ml/min. No bubbles were observed so a new tubing set was exchanged, but the bubd error did not resolve. A leak was noticed within the twist connection of the tubing and despite tightening the leak did not stop. A third tubing set was used and there were no further issues. The procedure was successfully completed with no adverse consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3 one cool point tubing set was received for evaluation. The tubing set was inserted into the cool point pump. The tubing set was not able to be primed by the pump due to the damage to the female luer proximal to the pump tubing and the pump tubing. The tubing set was manually primed and a leak from the female luer proximal to the pump tubing and the pump tubing was noted. The device was manufactured according to specifications as supported by the receiving inspection results. The cause of the damage is consistent with damage during use.